Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they received compromised force sensor system alarm while rewinding. Customer's blood glucose was 82mg/dl. Customer was assisted with troubleshooting but it was not resolved and was advised to refer to back-up plan, per health care professional's instructions. Insulin pump will be returned for analysis.

Manufacturer narrative:
Unit was received with compromised force sensor system alarm during displacement test due to faulty motor. Unable to rewind test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test due to compromised force sensor system alarm. Unit had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked reservoir tube lip, stained address/serial number label and missing end cap sticker.